Event description:
It was reported that the proximal catheter was noted to be disconnected from the pin connector on the pump. The pin connector was still well attached to the pump. The sutureless connector had pulled apart and the ends were two centimeters apart. Per the reporter, "the sutureless connection failure was not the entire reason for the cath replacement". The catheter was dislodged leading to a cerebrospinal leak and return of symptoms. The pt recovered without sequela.

Manufacturer narrative:
Catheter was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The results code used for catheter.